Manufacturer narrative:
H10: based on the livanova technical intervention, it is reasonable to trace the root cause of the reported issue to patient pump 2 stuck or no longer moving freely and a faulty distribution board. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the pump was no longer rotating freely and required a power overload to work, which could have led to an over-current that ultimately caused damages to the distribution board.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in pavia, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, patient circuit 2 pump and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler system 3t displayed an error message associated to a patient circuit 2 pump during priming. There was no patient involvement.